Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that surgical intervention took place wherein the entire system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient¿s ipg is approaching its end of life. Additionally, diagnostics revealed high impedance on one of the leads. As such, surgical intervention may take place at a later date to address the issue. Reportedly, patient had effective therapy form the other lead.